Event description:
It was reported that the patient experienced pain at the ipg site. It was also reported that the ipg placement was causing pain and felt as it was protruding out but no skin breakage was noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the surgery center and was not returned.